Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge with the wall adapter. The customer's blood glucose was 358 mg/dl. The customer used an alternative wall adapter and the pump began to charge. Reportedly, the customer was sent a replacement wall adapter.